Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thinks the ins is not working right. The patient noted that when she uses it, it is like electricity going all through her body and she has to quickly turn stimulation off. The patient requested reprogramming and was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient "called the girl" about their back hurting all the time. The patient said the girl "checked on me and everything is okay." The patient provided their weight. The patient reported they didn't do anything to resolve the issue because the girl said everything was okay. No further complications were reported.